Event description:
In 2009, the patient reported that an e6 (mechanical) error was displayed on his infusion device and his blood glucose was elevated. He stated that he was using an alkaline battery in the infusion device. He did not have replacement batteries and stated he would purchase some. Upon follow up the same day, the patient stated he inserted a new battery and e6 was displayed. He was instructed to remove the insulin cartridge and the battery. He reinserted the battery and performed the change cartridge procedure to clear the error. He stated it would be best to call him back to gather additional information regarding elevated blood glucose. Further attempts to reach the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.